Manufacturer narrative:
The customer received a replacement device. The original device was evaluated by a stryker product assessment center (pac) technician. The reported issue of no voice prompts was not able to be verified and was not able to be duplicated. Root cause was not established. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts when the device was turned on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts when the device was turned on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
The device is being returned to stryker for evaluation and the customer will be receiving a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.